Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty inserting and removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. Therefore, this complaint is pointing to exception (issue) 136516. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During device preparation, it was identified that the mitraclip steerable guide catheter (sgc) was difficult to insert and remove from the stabilizer. The procedure continued with the sgc inserted within the stabilizer. During the procedure, two mitraclips were implanted successfully, and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.